Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they received a critical pump error on the insulin pump. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
The insulin pump was received and failed the sleep current test due to water damage on connector j7 on electrical board. The insulin pump then passed the test after cleaning the connector. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
Device was received and failed the sleep current test due to water damage on connector j7 on electrical board. Device then passed the test after cleaning the connector. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.